Event description:
The customer reported that a pt's bp was 70/40 and the monitor did not generate either an audio or visual alarm.

Manufacturer narrative:
The customer reported that a pt's bp was 70/40 and the monitor did not generate either an audio or visual alarm. The hospital was unable to supply pt data to support that there was an alarm condition that could have alarmed. The configuration setting for alarm delay and averaging was not provided. Any yellow alarm is not stored in the associated central station alarm log, so the alarm log cannot show if an alarm occurred. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).